Event description:
Philips received a complaint from customer biomed reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient involvement, and no user impact. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue occurred during device set-up. The error message displayed on the screen, and the diagnostic code was confirmed in the device event log. The customer requested onsite service for correction. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.